Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set cannula was bent. The customer's blood glucose (bg) level was 543 mg/dl with trace ketones. Reportedly, the customer contacted the healthcare provider and obtained manual injection supplies in order to address the elevated bg level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.